Event description:
It was reported that the patient had a loss of therapeutic effect. It was stated that "about a week" prior to the report, the patient felt a 'shock go down her right leg.' There were no falls or trauma reported. Additional information has been requested and if received, a follow up report will be filed.

Manufacturer narrative:
Concomitant products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).